Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an upstream occlusion alarm. No patient injury was reported.

Manufacturer narrative:
B5: additional information was received by the manufacturer on 06-oct-2022 via email and attached to complaint object: the reported event did not occur during patient use. The event did not result in any patient harm. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. Functional evaluation to include non-destructive analysis of the pump was performed. Upstream occluded during the test. No problem was found with the downstream occlusion sensor. Visual inspection confirmed that an air bubble was found in the downstream occlusion sensor seal. Error code for high alarm displayed: upstream occlusion was found in the device event history log. Results: the customer reported problem was duplicated as the upstream occluded during the test. An air bubble was found in the downstream sensor seal. Root cause of the reported event would be attributed to upstream occlusion. Who caused the reported event is unknown and could not be determined from the investigation performed. It was recommended to replace the downstream sensor seal and replace non-functional valves. A CAPA addressing downstream occlusion seal replacement is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.